Manufacturer narrative:
In response to FDA report number: mw5096545. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photographs for the device related to the reported events were reviewed. Visual analysis of the photographs identified a broken device inside a plastic bag labeled as left side. Due to the impossibility to perform a microscopic analysis during device analysis performed through photographs, it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture "discharge in left nipple and pain," "rashes on arms and chest."

Event description:
Patient reported via regulatory agency left side rupture "discharge in left nipple and pain," "rashes on arms and chest" patient additionally reported "pain in every joint," "had ra," "elbows started to hurt," "back and foot neuropathy," "foot pain and neuropathy, toes are numb," "fingers swell," "health continued to decline," "started to gain weight," "congestion is really bad," "thyroid high tsh," "insomnia," "cataracts removed," and "eyesight is still declining"; these events are not related to the device. Device was explanted.